Manufacturer narrative:
A trumpf medical service technician was dispatched to evaluate the light system due to a fallen spring arm elbow cover. During the inspection, the technician could not cite the root cause of the cover falling. The technician replaced the spring arm's elbow cover and found the device to be functioning as designed. It is known that improper installation, maintenance, or collision can lead to the spring arm covers falling off.

Event description:
The customer reported that the elbow cover from a spring arm fell off during surgery and almost hit a patient. No injuries were reported.